Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
A center director reported that a patient presented with blurry vision in both eyes five months post lasik. The patient was noted to be overcorrected. The patient is wearing glasses. No additional information available. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. Clinical review shows the patient has a very steep cornea that might not have been eligible for refractive surgery. The cornea is beyond normal population group. The selected optical zone of 6 millimeter might have also contributed to the result as well the execution of the ablation (waiting time or wrong fixation by the patient). A technical root cause of the system could be excluded. No technical root cause was identified as the product was found to be within specifications. The root cause is most likely the patient anatomy and treatment design selection. (B)(4)